Event description:
This rv lead was implanted on (B)(6) 2004 and was partially capped on (B)(6) 2014 due to high pacing greater than 2000ohms. The physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).